Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional, monitor would not power on) was confirmed. Upon investigation the rear response button was non-functional and there was extensive corrosion on the monitor ca and defib boards. The cause for the failure was isolated to the corrosion. The root cause for the corrosion was ingress of an unknown liquid. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor response buttons were non-functional and the monitor would not power on.